Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter came off the catheter connector and infusion leaked from there. There was no reported patient injury.

Event description:
It was reported that the catheter came off the catheter connector and infusion leaked from there. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the catheter separated from the connector was confirmed due to what appeared to be an improper assembly of the device. One groshong 4 fr nxt PICC was returned for investigation. The connector was received assembled. 4.5mm of the groshong catheter was visible within the distal end of the translucent strain relief oversleeve. A gap was visible between the proximal end of the catheter and the gray connector. The catheter, which was 35.3cm in length, was easily removed from the oversleeve. The proximal end of the catheter segment exhibited evidence that it had been cut with a sharp instrument. No groshong catheter tubing was observed within the distal connector and no tensile weakness was observed in the proximal end of the catheter, which suggests that the connector was assembled without the catheter fully advanced on the metal stent of the proximal connector. The connector was disassembled and the catheter was attached to the connector. An attempt to pull the catheter from the connector caused the material to stretch and create significant elastic weakness in the tubing. The outside diameter (od) of the metal cannula and the wall thickness/length of the blue compression sleeve were within specification. The evidence found on the returned sample points to an improper sequence of assembly. The product IFU provides guidance on inserting the PICC and attaching the two-piece connector to the groshong single lumen catheter. The steps outline the proper order, which include insertion of the catheter into the patient with the stylet, removing the stylet, modifying the catheter length, advancing the oversleeve portion of the connector over the catheter, advancing the catheter over the connector blunt until it butts up against the colored plastic body, and then aligning and sliding the two connector pieces together until the connector barbs are fully attached. It appeared that the reported disconnection occurred during use due to an improper assembly of the device.